Manufacturer narrative:
(B)(4). Implanted 20 years ago. Concomitant medical products: unknown agc femur, unknown agc tibial trau. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient may require a revision procedure of the bearing due to unknown reasons, however, no revision has been reported to date.